Manufacturer narrative:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. The product has been requested for investigation. A follow up report will be submitted if the meter is returned. Customers and retailers have been informed.

Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. The customer reported at the time of the event experiencing feeling lightheaded upon rising in the morning and increased her dose of insulin. There was no report of death or serious injury.